Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the emergency room (ER) due to what was thought to be seizures. While on telemetry long pauses in pacing were noted. Pacing impedance measurements were low at approximately 280 ohms, but steady. Pacing thresholds and intrinsic sensing were within normal limits. Pocket manipulations were performed and noise associated with inhibition of pacing was able to be recreated. The patient was pacemaker dependent. The physician suspected an insulation issue. An x-ray confirmed the terminal pin was past the connector block. Pacing impedance measurements were solid within the days leading up to the issue. A revision procedure took place and the lead was surgically abandoned. A new lead was successfully replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.